Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support completed troubleshooting and recommended replacement of the pump, which was approved. Reportedly, the customer continued to use the pump for insulin therapy.